Event description:
A medical center representative reported that during surgery, the cutter would not stop cutting when the footswitch was released. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation. Root cause has not been determined. (B)(4).